Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician attempted a novasure endometrial ablation on (B)(6)2016 and had some difficulty seating the electrode array. The physician "then tried to continue doing a laparoscopic tubal and realized there was a perforation". The physician cauterized the perforation and the procedure was aborted. The patient was discharged home.